Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc syringes. Customer states that the needle hub separated when removing shield and the shields are really tight. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates and shield tight due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that during use with a bd syringe 0.3ml 31ga 6mm the hub separated from the device. The following information was provided by the initial reporter: it was reported that the needle hub separated when removing shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd syringe 0.3ml 31ga 6mm the hub separated from the device. The following information was provided by the initial reporter: it was reported that the needle hub separated when removing shield.